Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the printer serial cable.

Manufacturer narrative:
One cardiomems hospital electronic system was received for evaluation. Visual inspection of material returned revealed functional damage to i2 external printer serial cable assembly in the form of multiple internal wires from the flat modular cable broken off from connector d-sub housing receptacle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A test i2 external printer serial cable assembly was used for performance testing and the unit passed printer test step of diagnostic test. The review determined that no non-conformances were identified that are related to the reported event.